Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The ec45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Upon further inspection of the reload it was found to have cartridge deck damage and the cartridge pan dislodged. Furthermore the cartridge drivers and one piece sled were noted to be damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during laparoscopic gastric bypass procedure, when the scrub nurse load the first reload she experienced that it did not "feel" like usual and it supposed to feel and it felt different when loading. The first firing was fine but after the reload number two was loaded, and they started the firing, the instrument was locked out. The red button together with the firing handle did not work at all. Nothing happened when they tried to use the red button to return the knife. After thirty minutes of trying to open the instrument it finally succeeded to open. It is unknown what was used to complete the procedure. There was a delay of thirty minutes. There were no adverse consequences for the patient reported.